Event description:
This event was captured based on published article: distal embolization of hydrophilic-coating material from coronary guidewires after percutaneous coronary interventions. The article sited that a single center retrospective study of 40 histological samples of myocardium tissue obtained during autopsies from 2009-2013 were embolized with foreign material found in four (4) patients. The foreign material found in the 4 samples was claimed to be hydrophilic coating from coronary guide wires. Additionally, 205 thrombus specimens obtained during thrombus aspiration in the setting of primary percutaneous coronary intervention in the period 2005-2009, were reviewed. In 45% of these cases, foreign material was observed within the thrombus. The histopathologic appearance of hydrophilic guide wire coating material was examined ex vivo by embedding the coating in placenta specimen, the hydrophilic-coating ex vivo was identical to the foreign material found in vivo. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The unk hi torque floppy, unk hi torque pilot, extra sport and unk hi torque whisper referenced in the article are being filed under separate manufacturing report numbers. Article attached: distal embolization of hydrophilic coating material from coronary guidewires after percutaneous coronary interventions.